Manufacturer narrative:
Citation: seki r et al. Sinus of valsalva obstruction following tavr. Jacc: cardiovascular interventions. 2020 march; 13(6): e43-e44. Doi: 10.1016/j.jcin.2020.01.217. Published online march 16, 2020. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via a literature case report regarding an 80-year-old female patient with severe aortic stenosis who underwent successful transcatheter aortic valve replacement with a 26 mm medtronic evolut pro transcatheter bioprosthetic valve (serial number not provided). Following the procedure, aortography showed good valve position and preserved coronary flow. It was noted that the patient¿s left sinus of valsalva was ¿slightly shallow¿ with a height of 14.3 mm and diameter of 28.3 mm and left coronary ostium was low with a height of 8.6 mm. Four months later, the patient presented with ¿aggravating¿ exertional dyspnea. A thallium-201 stress myocardial scintigraphy exhibited severe left coronary ischemia and aortography revealed a nearly occluded sinus of valsalva that limited blood flow into the left coronary artery. Subsequently, emergent surgical aortic valve replacement was performed and the evolut pro was removed. Upon removal, the evolut pro had extensive neointima. Pathological examination revealed the neointima was mostly composed of fibrous tissues. No additional adverse patient effects or product performance issues were reported.